Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was returned for evaluation. Visual inspection revealed a peeling downstream occlusion (dso) seal, scratched lcd lens, and sticky latch lock. No evidence was available to review in the event history log. Functional testing could not replicate the reported issue; the uso was functioning as intended but found sticky latch lock. The most probably root cause was determined to be user error. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the upstream occlusion test and was tried on multiple sets. The event occurred during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.